Event description:
The patient presented to the emergency room with visible facial bruises after a syncopal episode. The right ventricular (rv) lead was found to be capturing intermittently. Oversensing and noise were also observed. The lead was reprogrammed and then found to have no capture. An impedance spike and decrease in threshold were seen shortly after interrogation. The patient was externally paced until the lead was capped and replaced due to suspected fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Auto lead diagnostics show ventricular open circuit/high impedance pace counts with a lifetime maximum impedance of >9999 ohms. A lead warning occurred on (B)(6) 2015. Ventricular non-physiological sensing and ventricular high rate episodes with apparent oversensing were detected. (B)(4).